Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/29/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the ok keypad button was found to be unresponsive; all other keypad buttons responded appropriately. The keypad cover was removed and the ok button contact was found to be inverted. There was evidence of contamination found under the contrast button contact. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.